Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a biliary stent placement procedure performed on (B)(6) 2010. According to the complainant, the stent was placed for a benign distal biliary stricture secondary to chronic pancreatitis. Two previously placed plastic stents were removed prior to stent placement during the procedure. A sphincterotomy was not performed. The stent was deployed in a satisfactory position across the stricture. Post stent placement, the patient experienced pain in the upper middle abdominal segment. The patient was admitted for observation. An abdominal x-ray showed no perforation, and the patient was treated medically. Over the next several days, the pain was resolving. On (B)(6) 2010 the patient experienced heavy mid abdominal pain and cramps. An abdominal CT (computerized topography) revealed chronic pancreatitis without an acute inflammatory component. The stent was open and in situ. The patient was discharged on (B)(6) 2010. The event of pain was reported as resolved without residual effects. The investigator assessed the device causality as possible.

Manufacturer narrative:
(B)(4) - chronic pancreatitis. Foreign source: (B)(6). Study source: (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.